Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered too much insulin for meal consumed and blood glucose (bg) lowered to 41 mg/dl. Customer entered the intended amount in the pump for the bolus; however, it ended up being too much insulin. Recommendation was made to consult with healthcare provider regarding diabetes management.